Manufacturer narrative:
Citation: j. Tretter. "Sequential percutaneous closure of mitral prosthetic paravalvular leak and complex communicating pseudoaneurysms of the ascending aorta and subvalvar left ventricular outflow tract." Catheterization and cardiovascular interventions 88:150¿156 (2016). Doi: 10.1002/ccd.26001 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding sequential percutaneous closure of mitral prosthetic paravalvular leak and complex communicating pseudoaneurysms of the ascending aorta and subvalvar left ventricular outflow tract. A case report was noted of a (B)(6)-year-old male with a complex medical history of aortic coarctation repaired in childhood, toxic shock from a brown recluse spider bite 6 years previously that was complicated by s. Aureus endocarditis, and consequent aortic valve (aov) and mitral valve (mv) regurgitation requiring double valve replacement, nyha class IV heart failure, chronic kidney disease, and (B)(6). A second aov replacement was performed with a 26-mm aortic homograft for reinfection and erosion of the annulus, along with repair of a left ventricle to right atrial shunt and mv paravalvular leak (pvl) 7 weeks later. He then developed an ascending aortic pseudoaneurysm and recurrent moderate mv pvl that was treated with redo mv replacement (25- mm mosaic bioprosthetic valve) 1 year later. He then underwent cardiac catheterization with trans-septal antegrade closure of the large posteromedial mv pvl with 12-mm and 10-mm amplatzer vascular plug (avp) ii devices. No other adverse patient effects related to the mitral valve were report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.